Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7.5 months. The pump was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient passed away unexpectedly on (B)(6) 2016. The customer stated that the patient had been experiencing orthostatic hypotension and had numerous syncopal episodes over the last few months. The patient was started on unspecified medication which seemed to improve their status. The patient was taken off of the medications during the week of (B)(6) 2016 (specific date not provided). On (B)(6) 2016 at approximately 7:00pm, the patient was found by their spouse unresponsive and turning blue at their home. It was reported that the patient had only been alone for 5 minutes. Ems was called and responded. At the time the patient was found, the system controller was alarming for low flow. The patient¿s cause of death is unknown. The vad coordinator stated that the patient¿s inr had been therapeutic and the patient had not had any recent mental status changes. The pump was not explanted. A system controller log file was submitted to the manufacturer¿s technical services representative for review. The log file contained data from (B)(6) 2016. There were two low flow hazard events recorded prior to the event, one on (B)(6) 2016 and one on (B)(6) 2016. The log file indicated that a successful battery change was made on (B)(6) 2016 at 7:12 pm. Shortly afterwards, at approximately 7:25 pm, it was reported that ems disconnected the batteries from the system controller, followed by the driveline being disconnected. The recorded actual speed of the pump before the driveline was disconnected ranged from 8800-9200 rpm. No additional information was provided.

Manufacturer narrative:
No equipment was returned for evaluation. The pump was not explanted. The report of low flow alarms was confirmed based on the evaluation of the submitted log file; however, a specific cause for the low flow alarms and a correlation to the patent's expiration could not be conclusively determined. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.